Manufacturer narrative:
The initial medical device report was submitted (2938836-2015-01000). (B)(4). Lithium clusters were observed during the analysis. No additional analysis is necessary.

Event description:
It was reported pre-syncopal patient presented to the ER with device that could not be interrogated. Several troubleshooting attempts were made but were unsuccessful. Device was explanted and replaced. Patient was stable post-procedure.